Manufacturer narrative:
(B)(4). Evaluation summary: one continu-flo solution set was received for evaluation. Visual inspection did not reveal any defects with the set. A flow test was performed and did not reveal any issues or leaks. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from the connection with a baxter solution bag. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.